Manufacturer narrative:
In initial report, common device name was provided incorrectly. This follow up has included the correction to indicate the common device name is phacofragmentation all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. The surgery center stated the same system and handpiece had been used since the incident with no more issues. The patient¿s post-operative visit indicated vision was not great. It is unknown if there was medical or surgical intervention required.